Event description:
As reported to the implant patient registry (ipr), 13 days post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm sapien 3 ultra resilia valve was explanted. The reason for explant is unknown.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the medical records received, a patient underwent an implant of a 26mm sapien 3 ultra resilia valve, which was complicated by the patient's pre-existing high grade atrioventricular block (av), that also required a permanent pacemaker 2 days post implant. Paravalvular leak (pvl) was also noted, which resulted in thrombocytopenia and hemolysis. An explant procedure was planned, however the patient developed fever, chills, nausea, and vomiting. A blood culture was performed and showed positive for serratia marcescens bacteremia. There was no mention of endocarditis, nor that an edwards device caused or contributed to the infection and sepsis. 13 days post index procedure, the patient underwent the explant procedure, which showed no obvious dehiscence or source of the pvl. The permanent pacemaker was also removed during the explant procedure. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the intervention. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edward sapien 3 valve. Additionally, this event meets FDA summary reporting exemption 2016006 criteria and does not require an individual 3500a.